Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
The customer reported air valve liftoff failure appearing. The field service engineer (fse) was unable to verify the reported problem. The customer reported that the unit was not in use on a patient. The (fse) started the unit in diagnostic mode. Performed est and sst all tests passed and the unit is working fine. The device successfully pass performance specification testing.